Event description:
About 9-10 cm of catheter was in patient when the catheter was pulled out of patient.

Manufacturer narrative:
The lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The fiber assembly lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was returned for evaluation and the following was observed: the sheath was returned in two pieces, a 9cm section (the distal tip) and the rest of the sheath with the fiber inside. There is a kink in the distal tip 1cm from the tip. The sheath lock fitting is attached to the sheath hub. The distal tip of the fiber is not all the way through the sheath. The fiber was returned in one piece with the gold tip still attached. The sheath lock fitting was unscrewed from the sheath and moved freely on the fiber. There is glue residue on the fiber 71cm from the distal tip (indicating the sheath lock fitting had been secured to the correct placement). No kinks or breaks were observed on the fiber. The facility returned two sterile samples for evaluation and the following was observed: the packaging was opened. The sheath lock fitting is secure on the fiber. The sheath lock fitting location relative to the distal tip is in the proper location per measurement with the fiber assembly inspection plate as specified with mf 635. The sheath lock fitting on both samples passed the 3lb tensile test per mf 616 and the design requirement per dr028. The sheath lock fitting location was verified to be within specification before and after the tensile test on both samples. Each fiber was also physically verified to fit correctly with the sheath assembly included with the kit. Conclusion: the complaint investigation has been confirmed during the visual evaluation of the returned sample. The sheath was returned in two pieces that had burnt apart. The fiber was returned in one piece in the sheath. The fiber was locked into the sheath but it did not reach the end of the sheath. The fiber ended near the burnt section of the sheath. The fiber was removed from the sheath, the sheath lock fitting moved freely on the fiber. The bond of the sheath lock fitting had been broken. There is glue residue on the fiber 71 cm from the distal tip indicating the fitting was secured in the correct placement during the manufacturing process. The reported complaint was caused from the fiber being fired inside the sheath. The bond of the sheath lock fitting was broken causing the sheath lock fitting to move freely on the fiber and the fiber was not advanced through the sheath completely. It is unknown at this time how the bond of the sheath lock fitting became unsecure. Sterile samples of the reported lot were evaluated and showed the sheath lock fitting to be secure and in the correct placement. Tensile testing was conducted and each piece passed the required 3lb testing. During the review of the manufacturing records it was observed that the manufactured lots meet all device specifications and quality requirements. No other complaints of this type have been reported for the complaint lot number. The instructions for use states the following to help prevent this type of complaint: verify location of the nevertouch laser fiber and sheath end using ultrasound. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance. Check position of fiber end and sliding sheath gauge; adjust position if necessary. Insert the nevertouch laser fiber into the sheath so the distal end of the fiber and distal end of the sheath are at the same point. This is achieved by advancing the fiber through the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.